Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Crushed/kinked/damaged. Less than 50% of the pipeline deployed, less than 2 resheathing attempts were made. As a result the pipeline was replaced with the microcatheter. The patient was undergoing surgery for treatment of an unruptured, saccular, left side aneurysm with a max diameter of 1.6mm and a neck diameter of 6.15mm. It is unknown if the device was prepared per the IFU. There were no related patient symptoms. Post procedure angiographic results were good. It was noted that the patient's vessel tortuosity was moderate.

Manufacturer narrative:
D10: device available for evaluation - additional information g4. Date MFR rec ¿ additional information h2: type of follow up - device evaluation h3: device evaluated by manufacturer- additional information h6: codes updated the device was returned for evaluation and the clinical observation was confirmed. As received, the pipeline flex appeared to be stuck in the catheter hub and it could not be pushed forward or removed. For further examination, catheter was cut to remove pipeline flex. The distal and proximal dps restraints were found to be intact. The dps sleeves and tip coil got damaged during removal from catheter. The distal end of the pipeline flex braid was fully opened and moderately frayed. The middle braid was not damage. The proximal end of the braid was not fully opened due to damaged braid. The hypotube was found to be stretched. Based on the device analysis and reported information, the customer¿s report of ¿failure/incomplete to open¿ was confirmed as the proximal end of pipeline flex appeared to be not fully opened due to damaged braid. From the damages seen on the pipeline flex braid (fraying) and hypotube (stretching); it appears there was high force used. It is likely these damages occurred when the customer attempted to advance the pipeline flex through the catheter against resistance. It is likely that the patient vessel tortuosity and lack of continuous flush during delivery may have contributed to the reported issues. Per our instructions for use (IFU), the user should: ¿begin to deliver the device using a combination of unsheathing the pipeline flex embolization device and pushing delivery wire simultaneously. After the distal end of the pipeline flex has successfully expanded, deploy the remainder of the device. Carefully inspect the deployed pipeline flex embolization device under fluoroscopy to confirm that it is completely apposed to the vessel wall and not kinked. If the device is not fully apposed or is kinked, consider using a balloon catheter, micro catheter, or guide-wire to fully open it. The system is designed to allow for 2 full cycles of re-sheathing of the pipeline flex embolization device. Re-sheathing the pipeline flex embolization device more than 2 full cycles may cause damage to the distal or proximal ends of the braid. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.